Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. Insulin dosing was paused 12 times by the user on the day prior and the day of the event. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was likely caused by an infusion set failure, and/or the insulin being used was no longer effective (i.e., was expired, had been exposed to heat, etc.). Repeatedly pausing insulin likely contributed to the severity of the event.

Event description:
On 8/4/24 an ilet user reported they experienced a high blood glucose (bg) event requiring hospitalization. The event occurred on (B)(6) 2024. The user reported a bg level of 326 mg/dl and symptoms they believed might indicate diabetic ketoacidosis (dka). Earlier in the day, the user noticed high glucose levels and performed a supply change but did not find any issues with the infusion set cannula, tubing, connector, or cartridge. The user reported the infusion set did smell like insulin, but it wasn't wet. They declined to replace the infusion set. The user gave themselves an injection of novolog. Despite this, their bg levels continued to rise, prompting a visit to the hospital. The user believed their insulin may have been bad. The hospital performed blood work and a ketone test, both of which were normal. The user's bg dropped to 177mg/dl, and the user was sent home.